Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - can you identify the lot number of the product used? No, can´t confirm with certainty thats was the same lot as those that were bent, collected and sent with information. Several boxes with different lots were in use in the department. - what was done to retrieve the broken piece? For example, another incision, or second surgery? The piece fell out of the vaginal area, this was at rupture at childbirth, no incision made. - was there any additional tissue damage as a result of searching for the needle piece? No - were there any patient consequences? No. - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent a vaginal delivery on an unknown date and suture was used. The needle tip broke, product was thrown away. New suture was used, patient not harmed, no exact date. There were no patient consequences reported. Additional information was requested.